Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implant procedure of the implantable pulse generator (ipg) was "very long" and "they had trouble with it". It was reported that by the patient that "the bottom half of the ipg was not working". The ipg system remains in use. No further patient complications have been reported as a result of this event.